Event description:
It was reported that this fiber was connected, it had light but no power. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Microscopic inspection found that the tip was degraded, connector face had no light exiting the connector face, internal connector fracture and severe burn marks. Visual inspection found no defects. Functional tests were performed and found that applicator has been used seven times. A review of the device instructions for use (IFU) was completed and states to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The device history record (DHR) was reviewed and indicated that the device met all manufacturing specifications. The fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating that there was an expected or random component failure without any design or manufacturing issue.